Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's testing the spectrum pump displayed a constant downstream occlusion alarm. There was no patient involvement. No further info is available.